Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. Per service manual operational and diagnostic, this complaint can be confirmed. During evaluation, heat sealer issue was identified and o-rings were found to be missing. O-rings were replaced to resolve the issue. Preventive maintenance was also carried out. After repair, the device was found to be working according to the specifications. User mishandling is a possible root cause of the missing o-ring, however, with the available information, we cannot determine the definite root cause of the identified failures. A manufacturing record evaluation was performed for the finished device serial number ((B)(6)), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: h6: method codes: it was inadvertently missed on the initial report that a manufacturing record evaluation was performed for the finished device [1851m4044r] number, and no non-conformances were identified. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
It was reported by sales rep via email that two fms tornado micro handpiece with buttons failed. The first one had bone stuck that cause a seal/gasket to come out during cleaning and the second one did not function. Devices were not used during any procedure.